Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 90% stenosed target lesion was located in the calcified proximal right coronary artery (rca). Following predilation with a 2.5x15mm unspecified balloon catheter, a 3.00x28mm promus element ¿ drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a visual and tactile examination of the device found that the stent was damaged at the distal end; a strut was lifted upwards from its profile. No other issues were noted with the crimped stent. The hypotube was kinked at various locations along the shaft of the device. No other issues were noted with the device; the balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).